Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breast cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient has breast cancer related to a CPAP device's sound abatement foam.the patient did not report receiving any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -an unknown dust contaminant on the top enclosure, front enclosure, rear panel, bottom enclosure, blower, blower seal, and blower box . A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and there is no presence of degraded sound abatement foam.